Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange due to a persistent driveline infection. The patient had a staphylococcus aureus infection since 2022 with surgical wound debridement's and had been on continuous antibiotics since the start of the infection, but the infection had increased.

Manufacturer narrative:
Related MFR numbers: onset of driveline infection is captured under 2916596-2023-08834. Surgical debridement MFR numbers 2916596-2023-08784; 2916596-2023-08854. No additional information has been provided. A supplemental report will be submitted to report the investigation findings.